Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 486mg/dl on the contour ts. She took 2 tablets of metformin; 850mg each tablet. She fainted and was taken to the hospital. Her blood glucose was too low. Specific reading was not provided. Glucose was administered and her blood glucose came up to 219mg/dl. She was then released from the hospital. The strips were not expected to be returned.